Event description:
It was reported to boston scientific corp, that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) in order to cannulate and perform a sphincterotomy on (B)(6), 2009. According to the complainant, the physician placed the catheter over the guidewire to the papilla. Abnormal resistance was felt while trying to bow the device, and during an attempt to cut the papilla, the cut wire broke in two as electricity was applied. The physician removed the jagtome including the broken wire and the procedure was completed with another jagtome rx sphincterotome. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).